Manufacturer narrative:
Subject device was not explanted. Unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided.

Event description:
A device report received from (B)(6) indicates an (B)(6) reported: during a procedure on an unknown date surgeon was inserting two screws, a 2.7 cortex and a 2.7 locking screw, and both screws broke. Surgeon did not retrieve the shafts, both screw shafts remain in the patient's bone. This is one of two reports for this event.